Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and the blood glucose was high. The customer reported that her pump was starting to not hold a battery and part where reservoir twists in and locks has broken off and was causing pump to think its delivering more insulin than what¿s being delivered and sugars are running high and doesn¿t know how to fix it. The customer stated top of reservoir compartment has broken off. She noticed it last week she went to change site and stick new reservoir in and it wasn¿t locking but doesn¿t know when it happened or what caused it. Her blood glucose at that time was 358 mg/dl. The customer stated she was very brittle and blood glucose has been running high around last week. She was treating with pump and shots and making sure reservoir was pushed as far down in pump as possible. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose was 203 mg/dl. The customer declined additional troubleshooting for high blood glucose. The reservoir won¿t lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. However, received with all operating currents within specification and passed self-test, unexpected restart error test. No unexpected low battery, weak battery or failed battery test alarms noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.